Event description:
It was reported to tyco healthcare/kendall in 2002 that a hospital employee had sustained a clean needlestick. Customer states a needle was protruding through side of sharps container. Hospital employee went to pick up the container and sustained a needlestick. The box was located in the pharmacy. The needles in the container were used for mixing medications so it was a clean stick.